Event description:
The pt reported a "probable malfunction" (unspecified) of their intrathecal drug delivery pump. No other information was provided. Additional information from the hcp indicates the pt called with a sudden return of spasticity and symptoms of withdrawal including itching, anxiety, and increased blood pressure. The pt was directed to come to the hospital, to be admitted to the ICU, for a pump workup as the hcp suspected a pump motor stall. By the time the pt arrived at the hospital, the symptoms had dissipated. The pt underwent pump replacement surgery and has had no further return of symptoms. The drug used in the pump is lioresal 2000 mcg/ml at a dose of 677.5 mcg/day.

Manufacturer narrative:
Final device analysis results were not available on the date of this report. A follow up report will be sent when device analysis is completed.